Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The evaluation of the returned delivery system confirmed the detachment of the white conversion tab. The conversion tab was missing upon sample receipt and therefore, the reported breakage could not be confirmed. The proximal end of the delivery system was found to be detached from the grip which may have led to the reported deployment failure, however, the system was found to have been actively used and the stent was not part of the sample return so that a deployment failure could not be confirmed. The disposition of the stent is unknown. Potential contributing factors to the reported event have been evaluated. As the event was found to be an isolated incident, no previously reported similar complaints could have been reviewed. In this case, it was reported that the white end piece broke prior to stent deployment, and the white conversion tab as well as the proximal end of the delivery system was found to be detached from the grip during sample evaluation. This kind of event may be related to rough handling of the device during shipment, storage or preparation. Furthermore, a deployment failure was reported which is considered a subsequent event of the conversion tab detachment. A difficult vessel anatomy or insufficient flushing of the device also may be contributing factors to the reported deployment failure. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx biliary stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." The reported stent placement in the brachiocephalic vein represents an off-label use of the device. The IFU states that the device is indicated for the treatment of biliary strictures resulting from malignant neoplasms. Updated data due to sample receipt. Updated 'eval code & desc - conclusion1' due to completion of evaluation.

Event description:
It was reported that the white end piece of the delivery system allegedly broke before the stent was deployed in the left brachiocephalic vein via access through the left arm. Reportedly, the vessel had been pre-dilated and the user had difficulties in advancing the delivery system to the lesion site. The delivery system was removed without issue and another device was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that the white end piece of the delivery system allegedly broke before the stent was deployed in the left brachiocephalic vein via access through the left arm. Reportedly, the vessel had been pre-dilated and the user had difficulties in advancing the delivery system to the lesion site. The delivery system was removed without issue and another device was used to complete the procedure successfully. There was no reported patient injury.